Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported by the perfusionist that he had an intra-aortic balloon pump (iabp) issue and that he requested service. He stated that they went to another facility to transport a pt. Prior to leaving for the other facility, the perfusionist checked the pump and everything was "fine." After arriving at the other facility, they turned the pump on and at that time all they could get was a constant "high pitched alarm and the screen would not come on." The facility would not allow the use of their pump for transporting the pt. As a result, the perfusionist had to return to the other facility, get another pump and go back to get the pt. Per the perfusionist, this was a "major delay" in transporting this pt. As the clinical support specialist (css) was speaking to the perfusionist, he turned the pump on and the css could hear the alarm; it was a constant high pitched alarm with no response from the pump. The perfusionist stated that the pt was "fine" during the issue and time period between. The pt is currently on another pump (autocat 2 wave) at this facility. There was no delay in treatment, only the transportation of the pt was delayed. The pt rec'd iabp therapy. There was no reported pt death or injury. This facility has 9 pumps and 7 are up, leaving only one for back up with the one down. The perfusionist asked that field service be alerted and he requested a report regarding this issue. Add'l info rec'd on (B)(4) 2011, stated that the regional manager contacted the field service expert (fse) and confirmed that he had spoken to the perfusionist. The fse was traveling to the hospital tomorrow ((B)(4) 2011).